Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): fiber was broken within the outer flow tubing near the control knob, between the control knob and distal end of the fiber side (14 inches from distal end of the fiber side) with signs of melting/tearing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the outer sheath exhibited signs of melting/tearing at the break; the cap exhibited minimal signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that while using the surgical fiber they "saw a flash of light and the fiber snapped, close to the knob, no joules were provided". The procedure was completed with a second fiber. Patient outcome: "okay".